Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and confirmed that the system was starting. Upon troubleshooting actions, fse identified an issue with the boot-up sequence, noting that the system experienced prolonged shutdown times. Fse reset the second phase breaker and restarted the system. After repairs, the system was returned to use in good working order.